Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test. However, device alarmed no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 396 mg/dl and the pump alarmed no motor movement or negligible movement. Retries to free a stuck motor failed. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The insulin pump will not be returned for analysis.